Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) and the ventricular lead, it was noted that there was no telemetry with the device using the programmer. Of note, the device was being held by the physician. Telemetry was tried again, and this time "normal communication started" and the procedure was continued. It was further discovered that once the connection of the device and lead was completed, the "values" of the lead did not seem "good," therefore, the lead was repositioned. Again, after the leads were reconnected, the communication problem occurred again. The physician suspected an issue with the device, and then decided to implant another ICD. Once the new ICD was implanted, there was no communication failure. The new ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) and the ventricular lead, it was noted that there was no telemetry with the device using the programmer. Of note, the device was being held by the physician. Telemetry was tried again, and this time "normal communication started" and the procedure was continued. It was further discovered that once the connection of the device and lead was completed, the "values" of the lead did not seem "good," therefore, the lead was repositioned. Again, after the leads were reconnected, the communication problem occurred again. The physician suspected an issue with the device, and then decided to implant another ICD. Once the new ICD was implanted, there was no communication failure. The new ICD and lead remain in use. The suspect ICD was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 2090. (B)(4).